Manufacturer narrative:
See manufacturer¿s report # 6000153-2015-00641 regarding the implantable lead for this implanted system [s/n: (B)(4)].

Event description:
Additional information was received from the patient on (B)(6) 2016 stating that a company representative (rep) had tried setting the device at a high stimulation setting to try for a couple weeks, which was unsuccessful. They noted that ever since the spinal cord surgical lead was placed in (B)(6) 2015, they've had more problems and were in more pain and could not get proper stimulation. In (B)(6) 2015 they had a massive cramp where they were taken by ambulance to the hospital and was admitted due to not being able to get the cramp resolved. They took almost 12 hours to finally get the cramp to release, and at the same time they lost feeling in their right leg and had shocking and loss of feeling in their right arm. Ever since being hospitalized, their right leg was "sleeping" and had not woken up since that day. Multiple times daily they would get the loss of function and feeling in their right arm. Their physician scheduled surgery for (B)(6) 2016 to try to fix the placement and hopefully regain feeling. They were hoping this procedure would resolve the ongoing issues with the previous spinal cord placement and give the effective stimulation that the other neurostimulators had given them in the past. Additional information was received from the consumer and healthcare professional via the manufacturer representative on 19-jul-2016. The healthcare professional asked whether they could interrogate with the implantable neurostimulator (ins); upon interrogation, it was determined that the ins was overdischarged. The patient reported that she was told the paddle lead had migrated. In addition, the patient stated coverage was poor before lead migration, and coverage had worsened after lead migration. Environmental/external/patient factors that may have led or contributed to the overdischarge issue included poor coverage and not using stimulation in several months. Diagnostic testing or troubleshooting performed indicated no interrogation was possible due to overdischarge. There were no interventions/actions taken to resolve the issue, and the issue was not resolved as of (B)(6) 2016. The patient's status was alive with no injury, and surgical intervention was not performed or planned related to the overdischarge.

Manufacturer narrative:
Concomitant medical products: product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. Product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. Product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The patient reported they had their device replaced on (B)(6) 2015 but it was not programmed until (B)(6) 2015. They were told to change their settings and try them all out. After doing so the patient had stimulation in the wrong location. They had "massive pain", lack of efficacy, and the stimulation was not being felt low enough. They attempted adjusting their stimulation and it did not resolve the issue. They were able to communicate with the patient programmer and it showed the device was on. On (B)(6) 2015 the patient met with a manufacturer representative but their battery was discharged and the patient did not bring their implantable neurostimulator recharger (insr) to the appointment to charge. They were sent home to charge and were to schedule an appointment at a later date. There were no falls of traumas or emi exposure related to the event. The indication for use was for non-malignant pain. Additional information was received from the patient via company representative (rep) on 2015-12-24. It was reported that the patient had not had appropriate coverage since implant, and that stimulation only covered their upper leg. The patient also experienced cramping in their right side leg and hip when the stimulation was on. Reprogramming could not be attempted at the appointment on (B)(6) 2015 due to the ins being discharged. An x-ray was conducted and appeared to show that paddle lead may have been too high at t9/t10. The physician stated that they would do a lead revision at a future date, but it had not been scheduled. Follow up efforts have been initiated to obtain mitigation effort details and whether the issue had been resolved. A supplemental report will be submitted if additional information is received. Additional information received from the patient reported that their doctor told them that their implantable neurostimulator (ins) was not in a good location and the patient was scheduled for an ins revision on (B)(6) 2016. It was noted that due to the cramping in mid-(B)(6) 2015 the patient was admitted to the hospital. The cramp in (B)(6) 2015 lasted 24 hours. Every time the patient turned their stimulation on they were getting a cramp. The device had been turned off since (B)(6) 2015 due to the cramping.